Event description:
It was reported that during surgery, the jig missed both the distal holes and one prox hole. The jig was detached and was unable to reattach. There was no backup device available, and the procedure was completed freehand. Some weeks later the fracture had returned to its original unreduced position. He did note that the bone was very osteoporotic.

Manufacturer narrative:
It was reported that during surgery, the jig missed both the distal holes and one proximal hole. The jig was detached and was unable to reattach. The affected complaint device, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. It was communicated that the instrument has been tested and used it in a case later, there appeared to be no issue. It was added by the reporter that the potential root cause might have been a user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.